Event description:
It was reported that approximately six weeks post-implantation, the patient developed deep vein thrombosis and pulmonary embolism, which were considered possibly related to the procedure. The patient was treated with anticoagulants. Subsequently, approximately seven months post-implantation, the patient was diagnosed with anterior knee pain attributed to a prominent nail end cap, and the end cap was removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. H6: mechanical (g04) - im nail. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.